Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: we faced an issue with the plunger of the lor syringe, so it was impossible to find the epidural space. The plunger was leaking, leading to the absence of loss of resistance. The consequence was a dura-mater breach in the patient. The patient's condition was reported as fine.

Event description:
Reported issue: we faced an issue with the plunger of the lor syringe, so it was impossible to find the epidural space. The plunger was leaking, leading to the absence of loss of resistance. The consequence was a dura-mater breach in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). A visual, dimensional, or functional inspection could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part #kz-05501-002 as a part of this complaint investigation. There have been no material changes for this part during the last two years that could have led to this complaint. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample. No further action is required at this time.